Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that the patient had an MRI this morning around 11 and it's been over 2 hours and the patient's pump had still not recovered from the MRI. The caller stated that they sent the patient to lunch and then they would bring the patient back to check the logs to see if the pump recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.